Event description:
It was reported that the patient presented for an initial implant procedure on 07 may 2026. It was noted that the patient experienced atrial fibrillation (af) while mapping the atrial leadless pacemaker (alp). The patient was cardioverted and the operation was continued, however, the helix of the alp became stretched. The alp was not used and a new alp was successfully implanted. The patient was stable throughout the procedure.